Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an alarm light failure. No patient or user harm was reported.

Manufacturer narrative:
Date rec'd by MFR: 25jun2019. Date of this report:25jul2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the power switch overlay to address and correct this event. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.